Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a procedure for anterior interbody fusion from l4-l5 using rhbmp-2/acs. The following day, the patient underwent the second stage of the lumbar fusion surgery via posterior approach using rhbmp-2/acs placed outside the cage in posterolateral elements. Post-op, the patient developed increasing low back pain and radiculopathy into both lower extremities. The patient continues to experience severe pain in her mid and lower back, with radiculopathy into both lower extremities. She has increased pain when sitting and standing for long periods, and has difficulty ambulating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l4-5 protrusion with annular tear and underwent the following procedures: l4-5 posterior spinal fusion; l4-5 instrumentation; placement of bone morphogenic protein; revision of l4-5 anterior interbody cage via direct lateral approach. As per op-notes, "quite good bone bed and vascular bone was achieved in good decortication. Infused bone morphogenic protein, a small kit, half of the kit on the right. Half on the left, was placed, and then posteriorly. Bone graft and matrix was placed. Good seal of the trough was achieved bilaterally.¿ the patient tolerated the procedure well without any intraoperative complications.